Event description:
It was reported that the ilet stopped charging around 30% and charging resumed when a different micro-usb cable was used, indicating a charging performance issue potentially related to the charging pad or cable. Customer care provided support that included product troubleshooting by substituting the charging cable and arranging shipment of a replacement charging pad and cable for further evaluation. Investigation of this case revealed that the device resumed charging with an alternate cable, which is consistent with a faulty or degraded charging accessory affecting power transfer. Symptoms included none. Outcomes included none. It was concluded, based on previously established findings for similar reports, that the cause was accessory malfunction.